Event description:
The customer reported the ventilator's remote alarm connector was broken. The ventilator was not in use on a patient therefore there was no patient involvement. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. The manufacturer's service technician verified the reported problem. The service technician replaced the main pcb board to complete the repair. Applicable final testing was completed and tests passed per operating specifications.